Event description:
Had prolonged high sugars; this has happened many times over the past 5 - 6 years. The tube that gets inserted into my body gets kinked or bent and the insulin does not go into my body. This device is the medtronic minimed mio infusion set. The medtronic 770g pump does not tell you that it is blocked, you then have to keep seeing your insulin level rise and then replace it and many times it will take 2 - 3 tries to get this to go in straight. Many times I would sit there and say what did I eat that made it go so high? What did I do differently? A person is only allowed so many amounts for a 3 month period from insurance and then you run out of this part of the pump therapy. I believe I have a picture of some of these bent tubes. When I get my hemoglobin a1c tests done every 4 - 5 months these results have been increased due to the days that I have high sugars. FDA safety report ID # (B)(4).